Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) assisted the hp to check patient line for any kinks or blockages. The hp stated there were a lot of air bubbles in all the lines. The tsr advised the hp to cycle power to the machine to end therapy and advised to start over with all new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on information obtained during baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.